Event description:
It was reported that prior to a pta/stenting treatment procedure, when the package was opened, it was noted that the wallstent had come off of the delivery device. The wallstent was not used in the procedure. Another wallstent was used to complete the procedure. No pt injury or complications were reported.